Event description:
The physician claims that during implantation of the device in the distal aorta, blood began squirting out of a pin hole, like a fountain. The graft was repaired using a pledget to stop the bleeding. It was reported that there was no complications to the pt and the pt's condition was noted as fine.

Manufacturer narrative:
Being investigated. Should such info become available, it will be included in a f/u report. (B) (4)